Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient was having trouble moving legs. The paddle lead was removed the same day due to hematoma. The paddle was explanted, and the issue resolved. No further complications were reported/anticipated.